Event description:
It was reported that the charger burned patients skin during charging and was confirmed to be a second degree burn. The patient was on medication which caused him not to feel so much heat coming from the charger.

Manufacturer narrative:
Exact date unknown, event occurred 2 months ago from the date the manufacturer was made aware.